Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert triggered. The patient was admitted and an interrogation noted 91 short interval counts and non-sustained ventricular tachycardia episodes with occasional oversensing. Two episodes of high impedance were noted from a review of the device product performance information. The noise was unable to be recreated through patient movement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead alert triggered with one patient alert for lead failure on (B)(6) 2013. Varying resistance/impedance was noted. The weekly pace lead trend data show various spike increases for maximum ventricular pace bipolar impedance equal to 475 to 1197 ohms peak between (B)(6) 2011 and (B)(6) 2013. Oversensing was noted with 9 ventricular non-sustained tachycardia episodes less than or equal to 180 ms between (B)(6) 2013. (B)(4).